Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unknown symptoms and a healthcare professional (hcp) obtained unspecified blood glucose readings and required administration of insulin (dose/type unknown) from hcp for treatment. There was no report of death or permanent impairment associated with this event.